Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with a 4.5mm broad locking compression plate (lcp) 10 hole 188mm on (B)(6) 2018 for a femoral shaft fracture. Patient reported pain and x-ray taken on (B)(6) 2018 confirmed the plate had broken. Patient was returned to surgery on (B)(6) 2018 where surgeon removed the broken plate and revised the patient to a dynamic hip system (dhs) plate. The head portion of the dhs plate was removed and plate was used as a straight plate. Surgery was completed successfully. This report is for one (1) 4.5mm broad lcp plate 10 hole 188mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: ethnicity: patient ethnicity is unknown. Part: 426.601; lot: l453128; manufacturing site: grenchen; release to warehouse date: june 09, 2017; the device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and confirmed to be correct per the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: grenchen; selected flow: broken. Summary: the received condition of the complaint agrees with the complaint description since the plate is broken as claimed by the customer. All dimensions of the plate received which are relevant for the complaint condition were measured and have fulfilled their specifications. In addition, during the manufacturing investigation, all relevant features have been inspected and they have passed their specifications. Besides, during the manufacturing process the lot related to this complaint was inspected regarding its dimensional features such as ball height and thread zero point through the inspection sheet and the whole lot has passed its specifications. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue can be excluded. The risk assessment for locking compression plates was reviewed and found to adequately address the harm of this complaint condition. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome reported as fine. Concomitant devices reported: 5.0mm ti locking screw with t25 stardrive recess 32mm (product code: 412.210, lot number:9603268, quantity: 1); 5.0mm ti locking screw with t25 stardrive recess 34mm (product code: 412.211, lot number: l562602, quantity: 1); 5.0mm ti locking screw with t25 stardrive recess 36mm (product code: 412.212, lot number: 9588805, quantity: 1); 5.0mm ti locking screw with t25 stardrive recess 36mm (product code: 412.212, lot number: l327083, quantity: 1); 5.0mm ti locking screw with t25 stardrive recess 38mm (product code: 412.213, lot number: l276003, quantity: 2); 5.0mm ti locking screw with t25 stardrive recess 40mm (product code: 412.214, lot number: l306407, quantity: 2); 5.0mm ti locking screw with t25 stardrive recess 42mm (product code: 412.215, lot number: l357096, quantity: 1); 5.0mm ti locking screw with t25 stardrive recess 44mm (product code: 412.216, lot number: l370834, quantity: 1).